Event description:
Per independent repair center statement; the customer stated, the alarms won't function. The key failure was the power switch has no alarm. Additional malfunctions were the pm valve was dirty.